Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the heat exchanger is leaking. Associated malfunction for this device: pilot valve leaking, o ring defective, regulator leaking, intake filter missing.